Event description:
It was reported by a healthcare professional that the anchors broke off of a silent nite 3d device on (B)(6) 2026. Additional information received reported that the patient report the two anchors broke on 02/17/2026. It was also reported that, because of the two broken anchors, the device could not be used so the patient probably stopped wearing the device on that day it broke. There was no patient injury or adverse event and no intervention was required. The device will be returned once the replacement is received.

Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: comp (B)(4).